Event description:
It was reported that during a selenia dimensions on (B)(6) 2023, the c-arm would not stop when commanded to stop. A field engineer examined the equipment and it was determined that the right bank switch was at fault and needed replacement. The switch was replaced and the system was tested and met the manufacturer´s specifications. No patient or staff injury reported. No other information available.

Manufacturer narrative:
Di: 15420045510746.

Manufacturer narrative:
Investigation was concluded and the results are: the complaint was reported as uncommanded c arm movement. The c-arm was rotating to the floor when going from 45° to -45°. The field engineer (fe) was dispatched to the customer site and replaced the control inserts resolving the issue. No patient or user injuries were reported. Two control inserts (1 right control insert, 1 left control insert) were received by the post market quality assurance (pmqa) team the returned control inserts were 15 days old prior to replacement. A visual inspection of the returned control inserts confirmed the smt photo optical interrupter switch attached to the sister board on the right control insert was broken. Additionally, the sister board connectors were slightly bent on both sides. The left control insert did not show any signs of wear or damage. The returned control inserts were installed on a working gantry. Upon installation, the system flagged with carm(32:17) and carm(32:20) errors: c-arm right switch bank is disabled. The system moved without issue when using the left control insert but would not move when using the right control insert removed pcb-00422 from the right control insert and replaced with a known good pcb-00422 part. Reinstalled the control insert on the gantry and moved the c arm without issue. The cause of the uncommanded c-arm movement was due to an issue with the right control insert. The investigation was unable to confirm the uncommanded motion. However, the investigation did confirm the smt photo optical interrupter switch which is used with the slide/rocker button was broken and the sister board¿s connectors were bent on the right control insert which is the likely cause of the uncommanded motion. Possible causes of the broken sensor/board include damage during either shipment or installation. Conclusion: a CAPA is not needed at this time as there was no patient or user harm. Additionally, this was an isolated event, and the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: yes device history record (DHR) review: a DHR review is not required as review of the complaint history for (B)(6) showed the control inserts were replaced 15 days prior. While at the customer¿s site for a face shield issue, the field engineer noticed the control inserts were not working well. The field engineer replaced the control inserts and confirmed the system was performing as intended. System product code: sdm-05000-3dc serial number: (B)(6). System manufacture date: 1/6/2015. System installation date: 1/14/2015. Unique device identified (UDI): (B)(6).